Event description:
Called initial code in ICU at 0014. While dr here from 0015 til 0020 he assessed pt listening to breath sounds with rt bagging pt with 100% o2. Prior to leaving the ICU to go back to ER physician requested an abg and chest x-ray to be done. Rt attempting abg while md here and x-ray personnel called and requisition placed in computer and dr informed as leaving out of unit that abg being attempted and x-ray called. At 0026 md called back down into ICU due to need for reintubation because breath sounds can be heard in lung fields bilat but also in abdomen and where suctioned small amt greenish colored secretions obtained. When md arrived he asked if rptr had abg and cx-ray. Informed md by rt personnel at bedside that pt hr and bp started dropping after he left and now unable to get. Physician informed by nurse that x-ray personnel now standing in ICU and had just come in behind him (the md), after reintubation and 2nd code preceding no chest x-ray done cancelled by dr even after code called. MFR rep onsite to review equipment the next day. His report was as follows: "no failure, unverified failure, no failure." Immediate inservices scheduled for direct care pt staff.